Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was having difficulty charging- they only received 2 bars over the weekend. It was advised that the patient should call in for troubleshooting. No symptoms or further complications reported.